Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge fell off the pump during pumping. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully reload the cartridge to address the issue.